Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire. The conductor wire was broken at the grip routing. The instrument failed the electrical continuity test. There were signs of thermal damage. The instrument was found to have charring and localized melting at the grip base between the grips. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had frayed cable. There was no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) obtained the following information from the customer about the complaint: the damage was identified after reprocessing. The instrument was inspected for damage after the surgical procedure, and no damage was noted. It was unknown if the instrument collided with any other instrument or tool during the procedure. No arcing occurred during the procedure and there was no patient injury.

Event description:
Refer to h10/h11 for follow-up information.